Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the pump return paperwork regarding a patient receiving intrathecal compounded baclofen (concentration and dose) via implanted pump for cancer chemotherapy and liver, metastatic or primary. The system was explanted on (B)(6) 2019 due to infection. It was noted there was ¿no patient injury¿ and the patient recovered without sequela. Further information was not provided. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Reduced analysis of the pump and catheter found that there were no anomalies, and no further destructive testing was required. If information is provided in the future, a supplemental report will be issued.